Event description:
It was reported the picture quality has not improved by keeping the vessel at half the screen of the depth. Additional info received 10/25: if it is deeper than 2 cm it gets really blurry and if we get the needle in the middle of the vein, they can kind of see but it gets really scary. Siterite 8 is more consistent with the depth to 3cm in comparison to the siterite 9.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. The sr9 has interference in the display image with a probe attached. The sr9 has interference in the display image with a probe attached, this interference is from rfid.